Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators advisory population. This issue is discussed in the product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to reaching elective replacement indicator status (eri) and returned to bsc for analysis. There were no allegations reported with the return of this device. To date, there have been no reported adverse patient effects associated with this clinical observation.